Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of an afx bifurcated and infrarenal extension an angio was performed and the physician noted a possible endoleak or a normal graft expansion. The physician elected to inflate an aortic balloon in the neck and the rest of the aortic portion of afx device. Through angio, it was noted that the shape of the stent changed and contrast was seen flowing outside the stent. The physician could not verify what type of leak was present and elected to conclude the procedure and monitor the patient. Patient is reported to be in good condition.

Manufacturer narrative:
At the completion of the investigation, the unknown endoleak was confirmed to be a type ii endoleak dual fed from lumbar artery. The complaint is most likely anatomy related and no device failure was seen. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).